Manufacturer narrative:
The device will not be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a primary plumset where 5-fu was found to leak from the vent. There was patient involvement and no report of harm.